Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump and catheter were explanted due to an infection. The patient's symptoms included a fever and increased spasticity. It was also noted that the patient had been hospitalized. The drug used in this system was gablofen.